Event description:
It was reported that the patient presented in clinic for generator change out procedure. During procedure, it was found that it was unable to disconnect the leads from the pacemaker header. The header was broken apart by the physician to remove the leads. The leads were reused, and the pacemaker was explanted and replaced. The patient was discharged eventually.

Manufacturer narrative:
The reported event of could not remove lead from the header was not confirmed. Analysis revealed the header was removed in the field and broken into many pieces. The header was too damaged to perform measurements. Nothing among the returned parts gave an indication of what caused the lead removal problem. The cause of problem could not be established.